Manufacturer narrative:
Company representative evaluated the system and replaced the radio transceiver board. Adjusted the front panel antenna. Tested, calibrated, and safety checked unit to factory specifications.

Event description:
Customer reported loss of communication between the panorama central station and ambulatory telepacks, possibly affecting telemetry monitoring. No patient injury was reported.